Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. Reviewing the manufacturing and material document shows no deviation to the specification. The additional evaluation visual inspection revealed that the tips were deformed. The screw threads are partially flattened. Microscopic evaluation shows that the pitches of the screw threads are partially flattened. It appears that the tips were damaged during insertion into very hard material bone. We are not able to determine the exact reason causing the reported problem.

Event description:
It was reported that the part could not insert into bone. The device was used for the operation of craniotomy. It was intended to be inserted but each of the three screws were not inserted into the bone. The tips were checked and they were found to be flattened. It is not certain that this incident happened as an initial failure or if the tip was worn out during the insertion. Another one was unpacked and used for the fixation. The operation ended without a problem. This is report 1 of 3 for complaint (B)(4).